Event description:
It was reported that multiple episodes of non-sustained lead noise due to low-amplitude signals were observed via remote transmission. Myopotential oversensing is suspected. The device was reprogrammed and remains implanted. Patient condition is good.

Event description:
New information received notes that further episodes of post-paced t-wave oversensing were observed. The device was reprogrammed.

Event description:
New information notes that a remote transmission was observed for t-wave oversensing. Device was reprogrammed, however new episodes of oversensing were recorded. Further evaluation is planned. Patient condition is fine.